Manufacturer narrative:
Analysis of the blade found that visually, the distal tip of the inner cutter fractured and lifted out of the outer cutter mouth opening. The fracture occurred at the first proximal tooth valley. The outer assembly was deformed. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was uneven wear at the cutting tips. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that during a transsphenoidal surgery, the inner cutting cannula fractured off. This happened with two different blades using the same handpiece. After the second blade fractured, the handpiece was switched as the hcp thought the handpiece was causing the issue; however, a third blade fractured. All parts three pieces of the blades were removed from the patient using a pickup instrument with no issue. The power console was set at 5k and on oscillating movement. The procedure was delayed approximately 25 minutes due to switching the blades and handpiece. The case was completed using a different blade. No further actions was taken. There was no patient impact. Refer to manufacturer report # 1045254-2018-00467.